Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the co with a product complaint, concerns a pt of unk age and gender. The pt's medical history included diabetes mellitus. No concomitant medication was provided. The pt was taking human insulin lispro unk formulation via a pen injection device (humapen ergo, ms8929, lot401101, cch attached) for diabetes mellitus. The person operating the device was the pt. It is unk if the operator of the device was trained. The pen was reported to be defective. The device was returned to the co for analysis. Refer to the results/conclusion section. No additional info is expected.